Event description:
Approximately 2 weeks ago, he was found to have increased left ventricular (lv) lead threshold and issues with diaphragmatic stimulation; therefore, he presents for a lv lead revision. In addition, he does have a sprint fidelis ICD lead which was not capturing. Fracture of lead is suspected and he is requesting extraction with replacement since he is pacemaker-dependent.

Event description:
Approximately 2 weeks ago, he was found to have increased left ventricular (lv) lead threshold and issues with diaphragmatic stimulation; therefore, he presents for a lv lead revision. In addition, he does have a sprint fidelis ICD lead which was not capturing. Fracture of lead is suspected and he is requesting extraction with replacement since he is pacemaker-dependent.